Event description:
During the patient's atrial fibrillation cryo ablation, the cryo balloon sensor indicated that the balloon was compromised. The cryo balloon was removed and a new balloon was inserted.the procedure was continued with no harm done to the patient.